Event description:
It was reported that the volume detected by the device and the "balance" in the syringe is not the same. Per report, the user then transferred the syringe set-up to another brand of pump and was able to infuse the dose. There was patient involvement but no harm. Bd received additional information. It was reported that the medication involved in the event was fentanyl, ordered infusion rate was "0.2ml/hr. Subcutaneous" and the volume to be infused was 10ml. The medication was contained in a bd 20ml syringe #302830. When asked "how much volume was actually infused and in over what duration?", the customer's response was "9.7ml at 0.2ml/hr." Additionally, it was reported that the customer "worked out that the variance is due kvo balance % set."

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an syringe volume discrepancy was not determined because no products or device logs were returned.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the volume detected by the device and the "balance" in the syringe is not the same. Per report, the user then transferred the syringe set-up to another brand of pump and was able to infuse the dose. There was patient involvement but no harm. Bd received additional information. It was reported that the medication involved in the event was fentanyl, ordered infusion rate was "0.2ml/hr. Subcutaneous" and the volume to be infused was 10ml. The medication was contained in a bd 20ml syringe #302830. When asked "how much volume was actually infused and in over what duration?", the customer's response was "9.7ml at 0.2ml/hr." Additionally, it was reported that the customer "worked out that the variance is due kvo balance % set."